Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of the above 600 mg/dl and current blood glucose was 216 mg/dl and also stated that, the insulin pump was not working. Customer treated high blood glucose with the manual injections. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Customer declined rest of the troubleshooting for high blood glucose as pump was not working and wants to get that done and pump replacement. The device will not be returned for analysis.